Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2020. H.6. Investigation: one sample was received by our quality team for evaluation. The sample was subjected to ftir (fourier-transform infrared spectroscopy) analyzing to determine what the foreign matter was. The results came back as possible hair and an unknown yellow substance; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The investigation consisted of the review of the device history record for the reported lot, operating instructions, customer sample, test records and preventive maintenance records related to the incoming inspection of raw material and packaging process. Based on analysis of the sample received, a possible root cause for fm#1 is related to human factors on gowning practices. Regarding fm#2, a possible root cause of yellow residue could be that foreign matter in the environment got into the formed cavities and got caught inside the blister during the sealing process and inspection did not detected the fm condition. All process and final inspections for this lot were performed with acceptable results. However, new action, CPR-028, has been implemented to mitigate future events of foreign matter. After the manufacturing of the lot, foreign matter inspection test method was improved to establish specific illumination requirement. Prior, inspection method for the sealed packages relied on unaided eye but does not have specific illumination requirements making it challenging to detect small particulate matter if exists.

Event description:
It was reported that connector cornwall syringe tip had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no. 305225 batch no. 9283840. It was reported that a strand of hair was found and yellow residue. Event description per email states: upon opening a sealed product, a piece of hair was discovered inside along with some yellow residue. The product is supposed to be sterile.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connector cornwall syringe tip had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no. 305225, batch no. 9283840. It was reported that a strand of hair was found and yellow residue. Upon opening a sealed product, a piece of hair was discovered inside along with some yellow residue. The product is supposed to be sterile.